Event description:
Alert: rv bipolar lead impedance waring on (B)(6) 2021 rv polarity switch on (B)(6) 2021. We have had two out of range low impedance measurements now in two weeks, with switch to unipolar pacing. Trends appear to have come down gradually from >500 in (B)(6) 2020. Other measurements are fine, sic? 0 and we saw him f2f on weds thi:; week for provocation and cxr which were both reported as satisfactory. The rv pacing impedance was indeed slowly decreasing, however since recently also some jumps to low values fast sensing - pacing at the lower rate changes suddenly into fast sensing, changing suddenly lnto pacing at lower rates at feast one short w time ( ... 200 ms) may be indicative for some kind of oversensing. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).